Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 9:45 am, the result from a laboratory using neoplastin reagent was 3.1 inr. At 9:59 am, the meter result was 4.3 inr. There was no allegation of an adverse event. The laboratory result was believed to be correct. The therapeutic range was 2.0-3.0 inr. The customer stated she was anemic on a week she was menstruating and takes iron that week. The customer confirmed she was not menstruating on the day of the event. The customer had no heparin, no antiphospholipid antibodies, no change in warfarin, no new medications, no diet changes, no illnesses, and no unusual bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. The meter and test strips were received for investigation and tested with quality control materials. Testing results: qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.6 - 4.0 inr). All measurements were without error messages. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No information was provided in the complaint case that would point to a cause for the result discrepancy. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.